Manufacturer narrative:
Device/model: battery/bat219822. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: two batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. No alarms were logged near the reported event date. However, a review of the controller log files revealed two critical battery alarms involving (B)(4), recorded on (B)(6) 2017 and (B)(6) 2017, respectively. The critical battery alarms were due to the patient allowing the batteries to deplete below 10% relative state of charge (rsoc). As a result, the reported event was confirmed. The most likely root cause of the reported critical battery alarms can be attributed to the patient allowing the batteries to deplete below 10% rsoc. The controller, (B)(4), in use during the event date contained the software master record (smr) software upgrade. Other devices involved in this event: battery / (B)(4), available for eval: yes, return date: 2017-09-21, evaluated by MFR: yes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional devices involved in the event: (B)(4) - battery / catalog number 1650de / expiration date 30jun2018. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Labeled for single use: no . Battery issue. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that there were critical battery alarms. Both batteries were exchanged. No patient complications have been reported as a result of this event.